Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the user entered a parenteral nutrition order into the electronic medical record (emr) incorrectly on an unspecified exactamix compounder. The error was in the order entry into the emr by the prescriber, and that it was not captured during any pharmacy safety double-checks. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date, further described as "ten years ago". H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.